Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused, or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) followed up with the customer over the phone to address reported event. Fse instructed the customer to flush sample nozzle, and the customer was able to clear obstruction. Customer performed quality control, and patient sample runs without error, and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review, and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were three (3) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 3: flags states the following: sample clogging: indicates that vacuum pressure exceeded abnormal level after the suction of a specimen. The measurement will be skipped due to clogging. Check for lumps or clots. If found, use centrifuge to remove, and reschedule assay operation. The most probable cause of the reported event was due to clogged main arm sample nozzle.

Event description:
A customer reported getting error flag "sc sample clogging-sample failure" on the aia-2000 instrument. The customer noted evidence of clotted sample and performed a nozzle wash, but error persisted. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.